Manufacturer narrative:
The lens was returned in the lens case. Viscoelastic was observed. The lens had been cut into two pieces across the center, typical of removal. The lens was cleaned with klrp. A narrow scratch was observed across the center of the anterior surface (both portions). Other scratches were observed near the edge on the anterior surface. The broken edge damage and small cracked areas near the edge appear to have been cause an instrument used to grasp the lens during removal. One gusset area was cracked and scratched. This damage may indicate a plunger override occurred. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. Scratches were observed. A narrow scratch was observed across the center of the anterior surface. Other scratches were observed near the edge on the anterior surface. The scratches were similar in appearance to damage caused by an instrument used to grasp the lens. Damage was also observed at one gusset area (anterior) that may indicate a plunger override occurred. Damage to the anterior surface is typically caused by forceps or the handpiece plunger. If the lens is loaded correctly the anterior surface does not contact the cartridge lumen. The IFU (instructions for use) instructs to completely fill the cartridge with ovd (viscosurgical device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported during surgery surgeon noticed a crack and scratch on the lens after insertion. So, the lens was taken out from eye in the secondary implant procedure. Additional information has received and it states that the lens was removed on the same day during initial procedure and new unspecified backup lens was implanted. No patient impact was reported. There are two files associated with this report. This is 1 of 2.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4). H.10: reflects all related report numbers associated with this product event that have been submitted at this time.